Manufacturer narrative:
(B)(4). The lead was discarded at the hospital following the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high out of range pacing impedance measurements due to lead fracture. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.